Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is presenting with volume inaccuracy and under infusing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was no evidence of the reported problem recorded in the event history log. The customer reported problem volume inaccuracy under-infusing, was not duplicated at power up. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. As a preventive measure, it was recommended that the expulsor be trimmed. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. The failure occurred during testing only. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500 h4: correction: device manufacturing date: 09-jan-2017 h5: correction: labeled for single use: no